Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that neck stimulation implant does not charge. The patient was transferred to patient services, but she disconnected while on hold.